Event description:
It was reported that the patient experienced frequent blood glucose fluctuations with recurrent nighttime hypoglycemia while using the ilet system integrated with a dexcom g7, with inconsistent meal announcements and potential overtreatment of low glucose contributing to variability; a factory reset was completed and product-use education was provided. Symptoms included low glucose, hot flashes, dizziness, nausea, and anxiety. Outcomes included the need for oral glucose treatment using juice and guidance to use appropriate portions. Investigation included technical troubleshooting with a factory reset and user education on meal spacing, consistent carbohydrate entry using usual mode, and snack guidance. Investigation of this case revealed user-related factors including inconsistent meal announcements and overtreatment of lows. It was concluded that the event was consistent with hypoglycemia related to use patterns rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.